Event description:
Baxter china reported "clamp malfunction only after 2 days of use" with the transfer set. This was noted during use with no patient injury or medical intervention was reported by the complaint coordinator.